Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for another indication and while hospitalized the patient was diagnosed with peritonitis. The patient was not treated with antibiotics for the peritonitis event. Pd therapy was ongoing. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined follow up.